Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during a band ligation of varices procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the seven elastic bands successfully deployed onto the varix; however, only two elastic bands stayed on and five of them fell off. The same issue occurred with the second speedband superview super 7 device. Reportedly, there was no difficulty experienced upon setting up the devices. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.